Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. .

Event description:
Boston scientific received information that during a follow a lead safety switch was triggered on the right atrial lead. All pacing impedances appeared within normal range except slightly higher values june 2014, which was the suspected time out an out of range measurement may have occurred. Some inappropriate anti tachycardia response mode switches were noted due to myopotential oversensing as a result of the device being in unipolar configuration. Technical services discussed evaluation the lead when programming to bipolar configuration. The system was evaluated in the bipolar configuration and showed normal pacing impedances, normal pacing thresholds, and no noise/artifacts on the right atrial lead. The system remained implanted and programmed to bipolar configuration. Additional information noted that the lead safety switch was once again triggered likely in june 2018. The lead parameter appeared satisfactory in the unipolar and bipolar configuration. The lead showed stable impedances with small increases the past year. Noise was noted but not oversensed in the bipolar configuration, therefore the safety switch was reset and reprogrammed to the bipolar configuration. Atrial tachy response (atr) episodes were logged in which electrocardiograms appeared to be ra lead noise. No adverse patient effects were noted. The patient will continue to be monitored with a potential ra lead extraction in the future. Additional information provided noted that this device was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention required.

Event description:
Boston scientific received information that during a follow a lead safety switch was triggered on the right atrial lead. All pacing impedances appeared within normal range except slightly higher values june 2014, which was the suspected time out an out of range measurement may have occurred. Some inappropriate anti tachycardia response mode switches were noted due to myopotential oversensing as a result of the device being in unipolar configuration. Technical services discussed evaluation the lead when programming to bipolar configuration. The system was evaluated in the bipolar configuration and showed normal pacing impedances, normal pacing thresholds, and no noise/artifacts on the right atrial lead. The system remained implanted and programmed to bipolar configuration. Additional information noted that the lead safety switch was once again triggered likely in june 2018. The lead parameter appeared satisfactory in the unipolar and bipolar configuration. The lead showed stable impedances with small increases the past year. Noise was noted but not oversensed in the bipolar configuration, therefore the safety switch was reset and reprogrammed to the bipolar configuration. Atrial tachy response (atr) episodes were logged in which electrocardiograms appeared to be ra lead noise. No adverse patient effects were noted. The patient will continue to be monitored with a potential ra lead extraction in the future. Additional information provided noted that this device was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the outcomes attributed to the adverse event field.

Event description:
Boston scientific received information that during a follow a lead safety switch was triggered on the right atrial lead. All pacing impedances appeared within normal range except slightly higher values june 2014, which was the suspected time out an out of range measurement may have occurred. Some inappropriate anti tachycardia response mode switches were noted due to myopotential oversensing as a result of the device being in unipolar configuration. Technical services discussed evaluation the lead when programming to bipolar configuration. The system was evaluated in the bipolar configuration and showed normal pacing impedances, normal pacing thresholds, and no noise/artifacts on the right atrial lead. The system remained implanted and programmed to bipolar configuration. Additional information noted that the lead safety switch was once again triggered likely in june 2018. The lead parameter appeared satisfactory in the unipolar and bipolar configuration. The lead showed stable impedances with small increases the past year. Noise was noted but not oversensed in the bipolar configuration, therefore the safety switch was reset and reprogrammed to the bipolar configuration. Atrial tachy response (atr) episodes were logged in which electrocardiograms appeared to be ra lead noise. No adverse patient effects were noted. The patient will continue to be monitored with a potential ra lead extraction in the future. Additional information provided noted that this device was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information noted that the lead safety switch was once again triggered likely in (B)(6) 2018. The lead parameter appeared satisfactory in the unipolar and bipolar configuration. The lead showed stable impedance with small increase in the last year. Noise was noted but not oversensed in the bipolar configuration, therefore the safety switch was reset and reprogrammed to the bipolar configuration. No adverse patient effects were noted. The patient will continue to be monitored with a potential ra lead extraction in the future.